Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump (iabp) intermittent signal issues on ECG feed from monitor. A getinge field service engineer (fse) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp) unit. The fse found issue on arrival, due to loose jack on front end board. The fse replaced the front end board (d670-00-1164). As part pf pm fse also replaced o-ring buna-n 1-008 n70 (d354-00-0208) and screw kit (d040-00-0458-01). Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer for clinical use. No patient involvement was there. The failure analysis and testing department performed visual inspection of part received and all part looks be in condition. Installed the front-end board into the cardiosave test fixture sn ca204340l1 and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of top display glitches intermittently. Front end board passed testing. Retaining board in the fat dept. As per procedure 0002-07-d008 rev ap. This part is a non-rohs complaint part and unable to send back to the supplier for further analysis. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) ECG is not working from monitor .there was no patient involvement.

Manufacturer narrative:
Updated data: b4, e1(email), g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) ECG is not working from monitor. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG is not working from monitor. There was no patient harm reported.